Event description:
During a CT scan-triple phase liver, isovue 370 infiltrated in the pt's right antecub. The pt is a (B)(6) female with a 20 gauge angiocath IV. The injection protocol was 3cc - 4cc per sec and 100cc were injected. The IV was started by the radiology rn and it was started on the first attempt. Blood return was checked prior to contrast administration. The infiltration caused swelling at the injection site and was treated with ice for 20 minutes. No add'l pt info was received; (B)(6): customer reports via email: there were no serious injuries to the pt, and discharged.

Manufacturer narrative:
This facility reported a pt infiltration with this unit. Product monitoring opened complaint to record the event. On product monitoring's f/u call with the facility, the contact reported that there was no serious injury to the pt and that their in-house diagnostic imaging services (clinical engineering dept.) Verified the pressure limit of the injector. No lf service requested for the unit.